Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. During the procedure, it was noted that the lp could not be interrogated via conductive telemetry. It was found that the lp dislodged upon fixation. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: b5 and h6 - the allegation of dislodgement has been retracted as it was incorrectly added to the previous report.

Event description:
It was reported that during the implant procedure, the patient's novel leadless pacemaker (lp) exhibited inability to establish conductive telemetry. The issue was resolved by reorienting the electrodes. There were no patient consequences.